Event description:
It was reported that asymptomatic patient presented for routine device replacement for normal eri. Externalized conductor was observed. No electrical anomalies were detected. Lead was capped and replaced.